Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient cannot connect to the ipg with external devices following an unrelated surgery wherein the ipg was not placed into surgery mode. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient received an error message 'generator cannot be repaired' was reported to abbott. It was determined the ipg was not placed in surgery mode when they had surgery. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient received an error message 'generator cannot be repaired' was reported to abbott. It was determined the ipg was not placed in surgery mode when they had surgery. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.